Manufacturer narrative:
(B)(4). Method: the complaint infant warmer was not returned to fisher & paykel healthcare for investigation. Our investigation is thus based on the information and photograph provided by the customer, previous similar investigations and our knowledge of the product. Results: inspection of the supplied photographs revealed that the upper head harness appeared burnt at the heating terminal end. The connector was not present in the photograph and it looked as if the connection had been repaired by adding a spliced wire due to the presence of heat shrink tubing. This is a non fph standard connection for the head assembly. Based on the lot number provided, the unit is over 9 years old. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. Furthermore since the unit had been tampered with using non-fph parts it is possible that the harness wire insulation melted due to resistive heating caused by a wire of inadequate resistance. The warmer's controller continuously monitors the power delivered to the heating element. Should the connectors completely fail the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. Furthermore, the components of the harness assembly are wrapped in a fire retardant sheath, and the entire enclosure is made from fire retardant plastic. The hospital was sent replacement parts and will repair the subject infant warmer themselves.

Event description:
A hospital in (B)(6) reported that an iw934 cosycot infant warmer displayed an error e17. The biomed at the healthcare facility confirmed that the harness connector was found to be discoloured. No patient consequence was reported.